Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 130mg/dl-134mg/dl fasting. Verified the strips expire 3/22/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 94mg/dl and 97mg/dl not fasting. Reviewed meter memory: (B)(6). Memory concerns: 88mg/dl 3/17 7:31pm. Customer stated on (B)(6) 2016 fasting at 5:00pm the customer performed a blood test the result was 74mg/dl.